Manufacturer narrative:
The device was returned for analysis, the malposition of the device/failure to deploy suture was not able to be confirmed as the suture was not returned. The reported device entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.na

Event description:
User facility medwatch report received stating: "after routine coronary catheterization, a perclose vascular suture was deployed at the sheath insertion site. The device deployed as normal, but after the sutures were harvested and the feet were retracted, the physician was unable to remove the device from the body. It appeared that the suture was wrapped around the device. The suture was eventually cut and the device was removed. A sheath was reinserted and closure attempt was abandoned." Follow-up with the account reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device after an emergent left heart catherization. The first proglide "failed to take". A second proglide was deployed; however, the suture appeared to have wrapped around the foot of the device and the suture was cut to be able to remove the device. The sheath was exchanged for a 7f and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. User facility medwatch - report number not provided on user medwatch the additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
User facility medwatch report received stating: "after routine coronary catheterization, a perclose vascular suture was deployed at the sheath insertion site. The device deployed as normal, but after the sutures were harvested and the feet were retracted, the physician was unable to remove the device from the body. It appeared that the suture was wrapped around the device. The suture was eventually cut and the device was removed. A sheath was reinserted and closure attempt was abandoned." Follow-up with the account reported that arteriotomy closure of a right common femoral artery was attempted using a proglide device after an emergent left heart catherization. The first proglide "failed to take". A second proglide was deployed; however, the suture appeared to have wrapped around the foot of the device and the suture was cut to be able to remove the device. The sheath was exchanged for a 7f and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis, the malposition of the device/failure to deploy suture was not able to be confirmed due to the suture was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.h6: correction- removed device code 1212 h6: correction- removed results code 114 h6: correction- removed conclusions code 4311 h10.